Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump infusion set had leakage. The following information was provided by the initial reporter: patient was to receive intravenous (IV) propofol for sedation during hd line insertion. Propofol tubing primed by clinical staff. Propofol was found leaking from IV tubing. IV tubing held for inspection. New propofol line and tubing initiated for patient procedure. Additional information received from the customer: kindly provide the batch/lot number of the product. 304387 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient outcome: mild harm reported. What medication was being administered and leaked. Was this a chemotherapy drug? Medication involved: propofol (non-chemotherapy).